Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "balloon fractured while in the patient". As a result, the iab was removed and a 2nd iab was inserted. No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our multiple requests for additional information. If further information is received, the complaint file will be updated

Manufacturer narrative:
(B)(4). The reported complaint of iab "balloon fractured while in the patient" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "balloon fractured while in the patient". As a result, the iab was removed and a 2nd iab was inserted. No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our multiple requests for additional information. If further information is received, the complaint file will be updated.